Manufacturer narrative:
H3 other text : discarded at user facility.

Event description:
The user facility reported that during a split thickness skin graft for patient with necrotizing fasciitis, the dermatome device removed an area of skin thicker than intended. The device user stopped upon realizing the area was thicker than planned. The clinical team reported minimal harm to the patient.